Manufacturer narrative:
(B)(4). Concomitant medical products- persona size e tibia catalog #: 42532007101 lot #: 63189523, zimmer persona posterior stabilized fixed bearing polyethylene articular surface size 10mm left catalog #: 42512400710 lot #: 62762730, zimmer all poly patella 35mm catalog #: 42540000035 lot #: 63432243. It was indicated by the complainant that the product would not be returned to zimmer biomet for evaluation, as the device remains implanted. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The devices history records were reviewed and no discrepancies relevant to the reported event were identified. Review of medical records provided identified at least one fall since the patient's procedure in (B)(6) 2017. There was palpable defect noted in the medial retinaculum with pretibial edema, erythema and obvious lateral subluxation. The operative report confirms that the patient suffered from left knee retinacular disruption with continuous left knee pain. After soft and hard tissue resections, it was observed that there was no evidence of infection, but that there was an obvious traumatic disruption of the retinaculum at the level of the vastus medialis oblique extending to the inferior pole of the retinaculum. The edges of the retinaculum were debrided sharply down to normal tissue, vanocomycin powder was used and the retinaculum was repaired. Per the package insert for the persona knee, pain is one of the known adverse effects of the tka procedure. Compatibility of the implants was also reviewed, and per the package insert for nexgen cr-flex and lps-flex knees, nexgen femoral components are not compatible ith persona articular surfaces or tibial components. However, a definitive root cause of the tendon tear and pain leading to retinaculum repair or effect of the off-label use of the nexgen femur cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00580. This report was previously submitted erroneously on apr 6, 2018 and may 22, 2018 under manufacturing report number 0001822565-2018-02049.

Event description:
It is reported that the patient underwent a left knee retinaculum repair two months following her last left knee procedure due to retinacular rupture and increased pain. The patient relayed she had fallen once since her last procedure. No additional patient consequences were reported.